Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was reportedly contaminated. Additional information received that patient was being treated with antibiotics and was confirmed that the physician could not diagnose the origin of infection. No additional adverse patient effects were reported. This device was explanted.